Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems were confirmed. The evaluation found the fan motor was not functioning due to failure of the main board. The evaluation found the lamp did not light due to power unit failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the lamp and fan did not function, although the power was on. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections g2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the main lamp does not light most likely due to a failure of the main board. The specific root cause of the failure of the main board could not be determined at this time. Olympus will continue to monitor field performance for this device.